Event description:
On 12/29/95 pt had general anesthesia and surgical removal of leaking left implant. Implant was placed 12/1/95. Physician reports approx 25cc missing from implant. Replacement required for desired cosmetic effect. (*)